Manufacturer narrative:
Product ID: 8709, lot# l59326, implanted: (B)(6) 1999, product type: catheter.

Event description:
It was reported there was a filling/aspiration difficulty and a pocket fill. The event required hospitalization. After aspirating and filling the pump the drug was ¿like old faithful¿ shooting out of the pocket and the patient felt numbness and warmth near the pocket. The system was being used to deliver dilaudid. It was later reported the pump was filled on (B)(6) around 2:45 ¿ 3:00 as a normal routine procedure. The health care professional (hcp) entered into the opening of the pump. After extracting the old medicine, he filled it up with a new batch of about 30 milliliters (ml). As the needle came out on top of the pump it started pushing up and bubbling like a rash. Then the hcp realized it got in her system. It was reported the patient thought it looked like urticaria, a rash of some kind. The rash started to form as soon as the doctor extracted the needle. The doctor asked the patient to sit down and stay for a while to watch her. The patient went to the restroom and when a nurse went to check on her, she ¿didn¿t look right¿ so an ambulance took her to the emergency room. The patient didn¿t know what was going on in the ambulance and felt like she was ¿starting to lose it.¿ the reporter was told by a neurologist on (B)(6) 2014 that the patient¿s brain was trying to shut down because she had too much drug in her system. They knew this because the doctor came in to the intensive care unit (ICU) on saturday and tested the pump to see what drug was in it. It showed 29.4 and 30 was put in on friday. Only 7 ml were extracted so 20-some ml went somewhere. Saline was put in the pump on saturday and the patient was taking medicine orally. At the time of the report the patient was upgraded from the ICU to a regular room. From friday to sunday this was the first time she had done any kind of sitting up. A breathing tube was extracted on sunday and monday she was sitting up pretty well. The patient was still awake and a nurse aide and doctor were there at the time of the report. The same doctor had been doing the refills over a year. It was later reported the doctor thought there was no way the pocket was filled, but it was also reported that it was the most likely scenario. Additional information received (B)(6) 2014 reported the pump was not going to be used or filled again. No further studies or explant were scheduled. The patient had a heart attack sometime after the incident but was doing well and out of the ICU. The next day, it was speculated if a pump defect caused drug to leak out of the reservoir.